Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild tortuosity. A 3.5x33 mm xience alpine stent delivery system (sds) was advanced, significant resistance was felt in the distal portion of the lesion in the bend near the 2nd diagonal due to calcium and the stent dislodged from the balloon in the proximal segment of the vessel. The sds was removed with resistance due to calcium. A small balloon was able to be inserted within the stent to deploy the stent. However, there is a small portion of the stent that was deployed in the left main coronary artery which the physician did not want to do. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.